Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, a zoll medical representative went onsite to evaluate the device. The customer's report was observed during review of the device logs. However, the device was tested with the unit's multifunction cable and CPR adapter without duplicating the report. Review of the log file does confirm the customer's report and also suggests the user likely had the presence of mind to swap out what we believe was a CPR adapter based on the patient event continuing without issue. We are unable to confirm our suspicion. Analysis of reports of this type has not identified an increase in trend.